Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2019-90023.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, no additional treatment was needed. The postoperative measurements are improving but the uncorrected visual acuity is reported as poor.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reports an over correction following lasik treatment of the left eye. One month following treatment, mapping showed a four diopter difference between the pre and postoperative keratometry. No additional treatment was required and the surgeon reports that the laser ablated too much at the periphery. Additional information is requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.